Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and determined that the pump malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if any issues recur.